Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurements approximately 50 ohms. A routine device change out procedure was performed and when the rv lead was connected to the newly implanted device, shock impedances measured greater than 200 ohms. To rule out an issue with the distal port, the rv lead was reattached to the chronic device and impedance measurements were greater than 125 ohms. The healthcare providers concluded that the lead was the cause of the out of range measurements. The rv lead was ultimately surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.